Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a275, serial# (B)(4), product type: lead; product ID 97754, serial# (B)(4), product type: recharger. The initial MDR was filed as MFR report # 3007566237-2014-02847. Additional review indicated the correct manufacturing site was site (B)(4).

Event description:
Additional information received reported that the patient had not been able to adjust the voltage intensity as the patient had 2 incisions and was holding the patient programmer (pp) antenna over the wrong incision. After meeting with a manufacturer representative, the patient was instructed on the proper technique for the pp and the implantable neurostimulator recharger (insr). The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced an overstimulation sensation from their implantable neurostimulator (ins) last night following device implantation. Specifically, the patient stated that they were fine when for they left the hospital (around 8:30 pm) and for about an hour after but when they got home it felt like ¿someone has been beating¿ them on their right side (same side as ins was implanted) and that it felt like there is ¿too much stimulation¿. It was also reported that the patient was unable to communicate while synchronizing at the time of report. The patient had not contacted their healthcare professional (hcp) but did leave a message for the manufacturer¿s representative. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.